Event description:
While drilling the metatarsal of the right toe, the drill bit with a diameter of 1.5mm broke inside the bone. The surgeon used a stryker motor during the operation. A similar event (operation on a hand) has already taken place with another surgeon. Severity considered minor by the surgeon. Foreign body in the bone. Surgeon will monitor patient to ensure that screws do not migrate. An attempt will be made to remove the installed material. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).